Manufacturer narrative:
Concomitant medical products: (2) 5 ml bd syringe, lot # 8223648, exp: 2021-07-31, 0.9% sodium chloride injection; b braun smallbore t-port extension set, lot # 0061674138, exp: 2024-04-30; bd 3ml syringe; bd 10 ml syringe. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient's age; neonates.

Event description:
It was reported that the attached maxzero tubing set leaks when attached to bd 3 ml, 5 ml and 10 ml syringes while in use on neonates. The customer later clarified that the leaks are occurring while using the bd 3ml syringe and that the 5 ml and 10 ml were to be returned to bd for comparison. The customer later stated that there were no adverse effects caused any patient's from the events.

Event description:
It was reported that the attached maxzero tubing set leaks when attached to bd 3ml, 5ml and 10ml syringes while in use on neonates. The customer later clarified that the leaks are occurring while using the bd 3ml syringe and that the 5ml and 10ml were to be returned to bd for comparison. The customer later stated that there were no adverse effects caused to any patients from the events.

Manufacturer narrative:
The customer¿s report of leaks occurring while using the bd 3ml syringes was confirmed. Visual inspection under magnification of the 3ml syringes observed deformed areas on the conical luers near the base of the luer tips. There were no other anomalies observed. Functional testing confirmed leaking. Pressure testing resulted in no leaking. The root cause was identified as due to damaged syringe luer tips. The cause of the of the damaged syringe luer tips was not determined.